Manufacturer narrative:
Date of event: date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported by the patient that they didn't think the controller was working; that it seemed to work for a little while. Today the patient reported they went in to see if it was working, and it was stuck on communicating. The patient said that it was not controlling the device in their hip: they couldn't adjust it. The patient reported they were noticing they were 'peeing an awful lot.'  The patient noted they went in last week and had a hard time connecting the handset and communicator to the stimulator and when they did connect, they upped the stimulation and it worked for a couple days. Then the patient reported they had a return of symptoms again. The patient said when they had 'to potty' their butt vibrated. The patient noted they'd had open heart surgery at the end of may (not alleged to be related to the device/therapy) and that things were weird for them for a couple months. The patient reported they were up and down every hour on the hour going to the bathroom, and they were still practically doing that. When the stimulator was working, the patient stated they could go about two hours and noted that they noticed at the end of july something was not right. The patient noted 'it could have stopped in june," but they didn't notice until july. The patient stated they were in rehabilitation (not alleged to be related to the device/therapy,) and they had to pull a lot of water out of their system. The patient also stated they'd had a CT scan and an echo cardiogram and the last time they saw their doctor, they'd had a hard time turning it on and connecting to the device. The patient also noted that they had been traveling three years ago and that they went to the bathroom and turned off the therapy to go through security and they did get it to come back on. The patient stated the next time they saw the doctor's nurse, they had a hard time getting it to connect too. They also noted the manufacturer representative (rep) called them in may and stated they'd be in dr. (B)(6) office and the doctor wanted to check the patient's system to make sure everything was working properly. At the time the rep called, the patient noted they weren't having any problems and the patient noted the rep said they would call back in august to get something set up to check the system.  Patient services walked the caller through connecting the handset and communicator to the stimulator and the patient had no problems connecting. The patient was noted to be on program 2 at 4.0 and on the call, the patient increased to 4.6. Patient services advised the caller to monitor their symptoms for a couple days and see if their symptoms improved. Patient services advised the patient to get an appointment set up with their doctor and the rep to have the system checked.

Event description:
Additional information was received from a health care professional (hcp). The hcp reported that it was ¿unknown,¿ if the patient¿s open-heart surgery had an impact on the device/therapy (not working/difficulty communicating/can¿t adjust it/return of symptoms). T he hcp also stated if it wasn¿t the emi that the cause of these issues were unknown. The hcp said it was unknown if the issue had resolved. The hcp replied that ¿no¿ device removal/replacement was not planned and that the device was still in use.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.